Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing two occurrences of safety shield failure during use. The following has been provided by the initial reporter: it was reported that the needle safety is falling off during activation. I have received e-mails stating they have discontinued use of the bd eclipse needle lot 9157708 due to the needle safeties falling off during activation. I received a call that she had 2 safety devices pop off in the span of a ½ hour while drawing two different patients. The boxes are being stored in the cabinet at the site with a note attached ¿do not use¿. Complaint 2 of 2.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing two occurrences of safety shield failure during use. The following has been provided by the initial reporter: it was reported that the needle safety is falling off during activation. I have received e-mails stating they have discontinued use of the bd eclipse needle lot 9157708 due to the needle safeties falling off during activation. I received a call that she had 2 safety devices pop off in the span of a ½ hour while drawing two different patients. The boxes are being stored in the cabinet at the site with a note attached ¿do not use¿. Complaint 2 of 2.